Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose was 514 mg/dl. The customer had taken no action to address bg at time of troubleshooting. The customer reverted to an alternate method insulin therapy.